Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultra meter read inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy occurred on an unspecified date during (B)(6) 2015. At this time the patient obtained a blood glucose result of "510mg/dl" with the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage and took their usual dosage of insulin in response to the alleged high subject meter result. An unspecified period of time after this the patient fell "unconscious". It is not known how long the patient was unconscious for, but it was stated that the patient was treated by their doctor for low blood glucose. The patient allegedly came back to their "normal state" an unspecified period of time after receiving the treatment from their doctor. No further details regarding the patient's treatment were noted. At the time of troubleshooting the csr noted that the unit of measure was set correctly on the subject meter and the patient did not have control solution available to walk through a control solution test. The patient&#38112;products were requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms suggestive of serious injury after the alleged product issue began.